Event description:
The customer reported that the alarm has no power when they tested it with new batteries. There were no signs of any damage to the alarm unit. There was no pt incident or injury reported. Inspection of the product found that the alarm does power on with new batteries, however, the fail safe does not function and the alarm has no sound when the sensor is unplugged from the alarm or when the magnet is removed from the alarm.

Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the product found that the alarm has power when using new batteries but the fail safe function is not working. The alarm does not sound when the sensor is unplugged from the alarm or when the magnet is removed from the alarm. There is damage to the alarm case, the battery tabs are bent and one of the screws that holds the alarm case together is rusted. Note: posey instructions for use has a warning statement "the posey sitter select is an electronic device. It may fail to work if subjected to sever shock, such as being dropped, or immersed in liquid." Manufacturer references file # (B)(4).